Event description:
Routine complaint investigation when a consumer reported receiving back to back blood glucose values of 3.3 mmol/l (59mg/dl), and 5.8 mmol/l (104 mg/dl). These values, when plotted on a clark error grid, show the difference to be clinicially significant. No death, serious injury or medical intervention was reported with the event.